Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported on a user facility report that the patient underwent a thoracic fusion. Post-op the patient complained of pain. It was noted that there was a non union at l5-s1 and a broken rod at l5-s1. The patient underwent a revision surgery in which the left s1 screw was removed as well as both screws at l4 and the broken rod. The construct was extended from l4 to the ilium and pelvic fixation with bone graft. No additional patient complications were reported.